Event description:
Rptr states she has had contact dermatitis over the past 8 months. She believes it is related to exposure to chloriohexadine gluconate. Rptr states that she works in a health care facility, and has constant exposure to chemical sterilizers. Rptr claims her forearms are red, itchy, blistered, and "weepy". Rptr is now treating arms with hydrocortizone cream, and has limited her contact with the product. Rptr claims that symptoms appear to improve when not in contact with product for a couple of days.